Event description:
It was reported that before, the patient underwent the surgery. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the rod had broken. Therefore, the patient underwent a revision surgery.

Manufacturer narrative:
Method: device not returned. Results: device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. Conclusion: due to the device not being sent back for evaluation, the root cause could not be determined conclusively.

Event description:
It was reported that before, the patient underwent the surgery. On (B)(6) 2013, the surgeon confirmed x-ray. And he found that the rod had broken. Therefore, the patient underwent a revision surgery.